Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the anchor is fractured. It does not appear to have been deployed. A visual inspection if the returned device found that it was not in its original packaging. The device has not been deployed. The anchor is fractured in the center, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. According to the report, the broken pieces were retrieved from inside of the patient with tweezers. The procedure was successfully completed with non-significant delay using a backup device in the originally drilled bone hole. Since no other complications were reported, no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix ultra anchor broke. The broken pieces were retrieved from the patient with tweezers. The procedure was successfully completed with non-significant delay using a back up device in the originally drilled bone hole. No other complications were reported.